Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) displayed a fault code indicating there was a shorted lead. There is noise on all three channels and it is reported that the patient was walking through the automotive section at wal-mart and received a shock 2 days prior.